Manufacturer narrative:
Upon further investigation it was found there was sound of the device; therefore, not reportable. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury upon recurrence.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). A good faith effort (gfe) response confirmed there was a speaker inoperative message present. Also, it was noted during a repair, the speaker cable had been damaged (cable break). The rse provided the customer with a quote for a replacement speaker assembly to resolve the issue. The gfe response tells of the device now working as intended. Based on the information available, the cause of the reported problem was confirmed to be a speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported the device was defective and the customer requested for a speaker replacement. It is unknown if the device produced sound at the time of report. The device was in use on a patient at time of event, there was no adverse event reported.